Manufacturer narrative:
This report was not filed within thirty (30) days of becoming aware of information included herein due to delays in the emdr registration process. This report was submitted as soon as emdr registration was complete.

Event description:
Surgeon reported that it was the use of irrisept during a primary total knee replacement that may have caused knee pain and wound damage. It was reported that the patient returned to the emergency room postoperative day 4 and was diagnosed with cellulitis it was reported that the patient underwent a reoperation. It was reported that the reoperation was done with washout and not the device. According to information provided to irrimax, surgeon reporting this event had another patient with knee pain and wound damage who had undergone a primary total knee replacement visit the emergency room on the same day as this patient (MFR report# 3005706359-2016-00001).

Manufacturer narrative:
This report was not filed within thirty (30) days of becoming aware of information included herein due to delays in the emdr registration process. This report was submitted as soon as emdr registration was complete. Irrimax is submitting this report in accordance with 21c.f.r. § 803. This report is based upon information provided to irrimax, which irrimax may not have been able to fully investigate or verify prior to the date this report was submitted. Irrimax will continue to contact the reporting physician for the purpose of obtaining additional information, to the extent possible, and will take steps to identify other missing information that will, to the extent applicable, be included in a follow-up report.

Event description:
Surgeon reported that it was the use of irrisept during a primary total knee replacement that may have caused knee pain and wound damage. It was reported that the patient returned to the emergency room postoperative day 4 and was diagnosed with cellulitis. It was reported that the patient underwent a reoperation. It was reported that the reoperation was done with washout and not the device. According to information provided to irrimax, surgeon reporting this event had another patient with knee pain and wound damage who had undergone a primary total knee replacement visit the emergency room on the same day as this patient (MFR report# 3005706359-2016-0001).